Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the exact event date, therefore, the date customer called ascensia to notify the event was captured as event date. No information was captured as the model # and serial # for the suspected contour next one meter were not provided by the customer. Device manufacture date could not be determined as the serial # was not provided.

Event description:
The customer reported that since several months his blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The meter is not expected to be returned for evaluation. No product details were provided.